Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of discoloration and an unusual smell coming from the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) and was evaluated and tested on (B)(6) 2024. The mpu was powered on and booted up as intended. The unit was functionally tested and passed all testing. Due to the damage and heavy smoke smell, the device was not to be repaired, and would be forwarded to product performance engineering (ppe) for further investigation. The mpu (serial number: (B)(6)) was received and tested by ppe. Upon arrival, it was confirmed that the mpu had a heavy smoke smell. The mpu was able to operate the lab¿s mock loop without any abnormal alarms activating. In attempt to reproduce an overheating event, the mpu was let run on the labs mock loop for an extended period of time. A thermocouple and temperature probes were used to measure the operating temperature of the mpu. After two hours of operation, the highest operating temperature recorded was 72.9 degrees fahrenheit, which is within the acceptable threshold of 32 ¿ 104 degrees fahrenheit. The system functioned as intended. The reported event of a smoke smell was unable to be linked to an issue with the device¿s operation. Additional provided information stated that smoking led to the smell coming from the mpu. Device history records for the mobile power unit (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) and universal battery charger (ubc) were returned for an annual check and were extremely smelly and severely yellowed from smoke. The mpu and ubc were returned.